Manufacturer narrative:
No patient was present at the time of the alleged malfunction.a medtronic representative went to the site and found that a power switch inside the system had been flipped to the off position by cord, after flipping the switch back to the on position, the system is performing properly. No parts replaced or sent back to manufacturer for evaluation.

Event description:
A medtronic representative reported that the stealthstation s7's camera intermittently goes to black status, and does not have any lights on to indicate it is receiving power. When they move the s7 camera arm, it increases the intermittent behavior. This was not reported during a case and no patient was present.